Event description:
Reporting discrepant results for flu a x 1 and flu b x 1 for one patient when compared to another rapid test. Aldo reported four false positive flu b results confirmed negative by molecular (pcr) testing.

Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: can not duplicate with retains. Source: phone.